Manufacturer narrative:
The customer¿s reported experience with rate inaccuracy was confirmed. Physical inspection of the device noted the original rear case had chipped lower-rear corners and the serial number was removed and attached to the new rear case of the pump module. The original bezel had two externally visible cracks. The 3 lower bosses were cracked all the way through. Log analysis shows that on (B)(6) 2016 at 7:42pm, the user started an infusion of ¿maintenance ivf¿ (drug ID=2) at a rate of 999l/hr and a vtbi of 950ml. The infusion continued for 58 minutes, and then the user increased the vtbi to 400ml, extending the infusion. Approx 20 minutes later, the programmed infusion completed and the pump entered kvo mode at the rate of 20ml/hr. The user then programmed the maintenance ivf infusion for a rate of 150ml/hr with a vtbi of 250ml. Approximately one hour later, the user opened the door, removed the set, and then channeled off the device and powered down the system. The infusion ran for a total time of 2 hours, 23 minutes, and 1 second. A total calculated volume of 1501.11ml was infused. The pump module failed alaris system maintenance v9.8 ¿rate accuracy¿ with a measured actual error of 6.8775%. Specifications: the acceptable error margin is +/-3.400%. The pump module failed the timed rate accuracy test (dir 10000143379) at the event rate of 150ml/hr. The actual rate was measured at 158.42ml/hr (5.61% error). Specification for this test is +/- 5.0% error. The proximate cause of the customer¿s reported complaint with rate inaccuracy was determined to be a damaged bezel, which had cracked bosses. The root cause of the damaged bezel was not determined.

Event description:
The customer reported a vague complaint of rate inaccuracy during an unspecified infusion. The pump failed testing by the biomed department at the facility and a crack was noted under the membrane on the back of the assembly. There was no patient harm reported.